Event description:
Additional information was received from the healthcare provider via clinical study indicated that the patient experienced back and leg pain after the pump replacement. It was reported that rate was decreased and the patient experienced signs of withdrawal and increased tone.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2012 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2008 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that on (B)(6) 2019, the catheter access port study was completed. There were no flow noted. On (B)(6) 2019, the rate was decreased from 864.3 to 430 mcg/day to prevent withdrawal. On (B)(6) 2019, the caregiver reported signs of withdrawal with last decrease. Reported increased tone. Did not report other symptoms. Full amount of medications instilled at last refill remains in the reservoir.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-aug-2014, UDI #: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 15-may-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-06-14, (B)(4) (hcp): information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 864.3 mcg/day via an implanted pump for cerebral palsy and intractable spasticity. It was reported the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 37.7 mls and the erv was 3.8 mls. The hcp went to refill the pump on the date of this report and got 37.7 mls when she expected 3.8 mls. The hcp was concerned and was inquiring why this was. It was noted this was the first refill with this pump. Troubleshooting included checking the pump logs, reservoir was accessed, programming was checked, and the catheter access port (cap) was aspirated. It was noted the pump was replaced on (B)(6) 2019 and the patient went into acute baclofen withdrawal ¿right away¿ in observation that day. The pump had not been refilled since today. The hcp was looking at the logs and there were no abnormal logs with this pump. The patient was seen on (B)(6) 2019 and the hcp did a cap aspiration. The cap aspiration was unsuccessful, but the neurosurgeon wanted to monitor the patient because the patient had a spinal fusion ¿a few days prior¿ to (B)(6) 2019. Then on (B)(6) 2019 they updated the pump again. The patient had left for the day but was inquiring what to do. The hcp could not do troubleshooting due to lack of access to the product. It was noted the change in therapy/symptoms was sudden. They gave the patient oral baclofen after replacement on (B)(6) 2019. No further complications were reported/anticipated or expected.